Event description:
I received inamed mcghan 68 implants in 2003 and I feel they have leaked and are sagging as of this date. The silicone implants are submuscular. What manufacturer has assumed responsibility for this model.